Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle the lot number and expiration date on the device were not legible.

Manufacturer narrative:
H.6 investigation summary: material #: 368609. Lot/batch #: unknown. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed but it is not clear enough to assess the failure mode of defective device markings. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
D4. Medical device lot #: unknown d4. Medical device expiration date: unknown h4. Device manufacture date: unknown h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle the lot number and expiration date on the device were not legible.